Event description:
The customer contacted ocd for negatively biased vitros magnesium results on the vitros 5,1 analyzer. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event determined that the white reference assembly in slot 18 of the microslide incubator was misaligned. The root cause was determined to be user error as a result of clearing a slide jam in the microsilde incubator. Ocd field service investigated and installed mod 56 which securely mounts the white reference assembly in the microslide incubator.